Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The totally occluded, 16x2.25mm target target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified left anterior descending (lad) artery . A 2.25x16mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, the physician noted that the stent struts were damaged and the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistance between the proximal and distal markerbands. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink on the shaft 80mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The totally occluded, 16x2.25mm target lesion contained >=90 degree bend and was located in the severely tortuous and severely calcified left anterior descending (lad) artery . A 2.25x16mm promus element ¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, the physician noted that the stent struts were damaged and the device could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.